Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Additional information: event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the unit and was unable to replicate the reported issue. Nothing in logs related to issue. Fse replaced video generator board as precaution and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) unit had a red screen at boot up. There was no patient involvement and harm.